Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy breakouts') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pelvic pain ("painful") and feeling abnormal ("annoying"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the allergy to metals was resolving and the pelvic pain and feeling abnormal outcome was unknown. The reporter considered allergy to metals, feeling abnormal and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: "nickel allergy breakouts", "painful" and "annoying". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy breakouts') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pelvic pain ("painful") and feeling abnormal ("annoying"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the allergy to metals was resolving and the pelvic pain and feeling abnormal outcome was unknown. The reporter considered allergy to metals, feeling abnormal and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: "nickel allergy breakouts", "painful" and "annoying." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.